Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized on (B)(6) 2022 as they experienced diabetic ketoacidosis. High blood glucose of 400 mg/dl. Customer's current blood glucose was 174 mg/dl. Customer alleged that their pump was under delivering for which customer was assisted with trouble shoot. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was active. The insulin pump will be returned for further analysis.

Manufacturer narrative:
S.w version 4.11j. Retainer ring = black .customer returned insulin pump for an alleged possible under delivery and was hospitalized for high blood glucose and diabetic ketoacidosis found on (B)(6) 2022.the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy tesst at 0.08675 inches.successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink.in further full review of the pump history/traces on the event date of (B)(6) 2022 there is no unexpected alarms/suspends and found bolus deliveries of dailytotalofbolusinsulindelivered = 24.625.the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.